Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failures during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error alarm found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was 263 mg/dl at the time of the incident. Customer reports they were able to clear the alarm and able to complete rewind the pump. Customer reports self test did not passed. The insulin pump will be returned for analysis.